Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced during sample evaluation. The root cause of this condition was assigned to damaged batteries as a result from use/user error. The batteries and battery harness were replaced onsite at the facility by a baxter field service technician in order to correct this condition. This is involving a pump with software version 5.08.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Event description:
A baxter field service technician reported a colleague infusion pump with a battery issue. It is not known when, or in which care area, this condition occurred. This condition has the potential to interrupt delivery. There was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available. The user interface module software version of this device is currently unknown.